Manufacturer narrative:
Based on the information provided the patient is experiencing some discomfort in the area of her hernia repair. A CT scan found no adverse findings. The patient reports the discomfort is ongoing, however the cause has not been determined. At this time, no conclusion can be made as to the degree to which the mesh implant may be causing or contributing to the patient's reported discomfort. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It has been reported to davol that on (B)(6) 2011 the patient underwent an abdominal hernia repair using the bard/davol flat mesh. The patient has had some discomfort in the area since the repair, although it is not as bad as it was prior to the repair. The patient has visited her doctor within the last year, who ordered a CT scan. The CT scan revealed no adverse findings, per the md. The patient has not been evaluated since the CT scan.